Event description:
The patient received an infusion over 30 minutes instead of 3 hours as ordered. Analysis of the infusion pump's event log indicates that the infusion pump operator programmed the rate incorrectly.